Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient had been having trouble with the device and the manufacturer kept sending them parts. Further clarification was asked regarding what was not working and the patient stated "the whole thing is not working". The issue started about a month and a half prior to the date of the report. The exact date was not provided. Patient wanted a manufacturer rep to be at their appointment on the (B)(6) 2017. Patient said the doctor's office told them to call in and set up an appointment. No symptoms were reported. Patient did not have a managing doctor and did not know the doctor's name.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that there was a broken connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative who reported the connector pin was broken. No further complications were reported and/or anticipated.